Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported the pt had a short angulated aortic neck; however, the stent graft was accurately implanted. Three months after the stent graft implant the pt presented with renal failure. It was reported that remodelling of the aneurysm caused one of the kidneys to partially occlude. An attempt to stent the kidney was not successful; therefore, the physician performed a bypass from the hepatic artery and totally regained kidney function.